Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient had discomfort and pain around the ipg site. The patient underwent an ipg replacement procedure and the physician relocated the pocket above the previous one. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient had discomfort and pain around the ipg site. The patient underwent an ipg replacement procedure and the physician relocated the pocket above the previous one. No device malfunction was suspected. The patient was doing well postoperatively.